Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that a cartridge alarm 1 occurred during load sequence. A cartridge change was performed resolving the issue. Additionally, it was reported that the insulin gauge was inaccurate, and a minimum fill notification occurred after the user filled the cartridge with 170 units of insulin during the load sequence. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 146 mg/dl.